Event description:
It was reported that the patient wife states her husband could not use purewick as it was causing him pain; too much suctioning. No medical intervention was reported. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Since it was given as z code(unknown purewick capitol), the fmea of drydoc 1.0 and 2.0 suction issue is considered. Dfmea #ra0301663, rev #4 was reviewed for this investigation. The reported event is addressed in step/item #1.08. Based on this review the risk is within the expected range. Dfmea #ra0301710, rev #11 was reviewed for this investigation. The reported event is addressed in step/item #1.09. Based on this review the risk is within the expected range. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: d the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient wife states her husband could not use purewick as it was causing him pain; too much suctioning. No medical intervention was reported. No additional information provided. No troubleshooting was provided. Used with male wicks. No medical intervention was reported.